Manufacturer narrative:
As of today the lead has not been received for analysis. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead was explanted after displaying noise and oversensing. The lead was to be returned for analysis. There were no additional adverse patient effects reported.